Event description:
The user facility reported a pt death while using the injector system. Air was injected into the patient and the patient expired. It was reported that the event may have been caused by the user facility due to an improper connection between the injector and patient.